Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/30/2016 with the following findings: during investigation, a green horizontal line was observed through the display screen. Evidence of moisture was found in the battery compartment. A leak test was performed and passed. The pump was opened to find no further evidence of moisture. Correction to serial #: (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a line through the display and moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.